Event description:
It was reported that this right ventricular lead experienced perforation and exhibited loss of capture. The perforation was confirmed through a computed tomography (CT) scan. Additionally, muscle stimulation was observed. Replacement of the lead was recommended. At this time, this lead remains in service. No further adverse patient effects were reported.